Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors were leaking from an unspecified location. The leaks were discovered prior to patient use. The devices were filling with an unspecified chemotherapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from april 26, 2019 - april 29, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.